Event description:
Health professional reported an alleged "port tube leak". No further info about the alleged event is known at this time. Revision surgery has been performed.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergen has received the product however, the analysis has not been completed at this time. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."